Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient stated she experienced a hypoglycemic injury while the cgm was displaying low and she misunderstood the alert notifications. The patient initially contacted dexcom to request a replacement sensor and discuss alternate insertion sites. The patient got the low alert on the display device, so she went ahead and acknowledged it. The patient stated ahe did not realize that after pushing "okay," the alert notification would snooze and the sound would stop. An unspecified time later, her husband was asking her something and she was unconscious. At that point, her device was reading low. Her husband provided carbohydrates. When she regained consciousness an unknown time later, the bg was 42 mg/dl. Then after about an hour or so, the patient calibrated her device and it was right on with her blood glucose meter reading (values not specified). At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.